Manufacturer narrative:
No test methods have been performed (B)(4) as the product performed in accordance to specifications (B)(4) and the device was used in accordance with labeled indications (B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patient symptoms. This event is being filed as an MDR because the patient reported the symptom of anaphylactic reaction and invisalign system product was being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic reaction and swollen gums and throat. The patient reported visiting the ER to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently fine.